Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet bionic pancreas exhibited a hardware malfunction in which the sleep/wake button became unresponsive shortly after receipt and progressed to complete nonfunction, consistent with a device control interface failure of the front-panel button component; blood glucose was not affected and the patient maintained charging access. Symptoms included inability to operate the device via the sleep/wake control. Outcomes included product replacement and user counseling on shutdown procedure, data transfer expectations, and continued cgm use. Investigation included collection of usage history and coordination for device return and analysis. Investigation of this case revealed a confirmed unresponsive physical button consistent with a mechanical or switch-level failure of the user interface component; the replacement device functioned as intended. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.